Event description:
<P>caller reported a malfunction on pump, displaying malfunction code malf 16-0x20e6. There was no reported impact to customer¿s blood glucose level as caller declined to answer whether blood glucose exceeded 500 mg/dl. Customer was advised to use mdi as a backup therapy and was informed a replacement pump with updated software would be sent. Cts handled the completion of field correction acknowledgment, confirmed shipping details, and instructed caller on storing and returning malfunctioning pump. The replacement pump was sent to ensure customer¿s continued insulin therapy.</p>